Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 11-jan-2026 against lot number 5381287 and similar malfunction code(s) no malfunction based on complaint information no malfunction based on complaint information. The review confirmed that lot 5381287 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 11-jan-2026 against lot number criteria equal 5381287 and similar malfunction codes no malfunction based on complaint information.no malfunction based on complaint information. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5381287 was manufactured according to the work instruction (wi) version 99 and manufactured in the line 05, on 29-may-2022, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5391373 was manufactured according to the work instruction (wi) version 53 and manufactured in the gluing machine sc09 and sc04, on 29-may-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record (DHR) review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi)guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Work instruction (wi)guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Work instruction (wi)guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient developed swelling and irritation on (B)(6) 2024 at the site of insertion.